Event description:
Upon follow-up conducted on (B)(6) 2013 to obtain info about an initial report of pain resulting in peritonitis, it was learned that the patient expired on (B)(6) 2013 within 24 hours of her previous treatment on (B)(6) 2013. Based on medical records received, the last prescribed continuous cycling peritoneal dialysis (ccpd) treatment on (B)(6) 2013 was for four fills at 2400ml each with a dwell time of one hour and fifteen minutes. No last fill volume was prescribed. The primary cause of death was reported to be unk by the physician completing the death notification.

Manufacturer narrative:
An investigation is currently on-going. A supplemental MDR will be submitted at the conclusion. This medwatch report is associated with MDR numbers: 8030665-2013-00665, 1713747-2013-99966, 2937457-2013-00331.